Manufacturer narrative:
Suspect device software version: version 1.5.1.2.

Event description:
It was confirmed that the high impedance seen was a false high impedance seen with the m3000 v1.5.1.2 software. Another tablet was used and impedance was within normal limits. No further actions were planned for the high impedance at this time. It was determined that the cause of this false high impedance message was a software error on m3000 v1.5.1.2 software; when system diagnostics were performed by the user with m3000 v1.5.2.1 software on m102/102r generators (normal mode output current >0 ma), normal mode diagnostics would actually be performed instead. The execution of normal diagnostics instead of system diagnostics is not apparent to the user, and the returned dcdc code was being compared against system diagnostic thresholds. No additional relevant information was received to date.

Manufacturer narrative:
UDI#, corrected data: previous reports inadvertently listed the incorrect UDI number.

Event description:
A session report from an office visit was received indicating that high impedance was observed. No lead revision surgery has occurred to date. No additional relevant information was received to date.